Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated creatinine results while using architect c16000 analyzer. The following data was provided. Initial 11.8 mg/dl, repeat 2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The customer observed two of the analyzer cuvette wash nozzles were leaking, and requested service. An abbott field service representative (fsr) was dispatched to the account. The fsr washed the cuvettes and found the analyzer high concentration peristaltic pump tubing was leaking. The tubing [tubing, peristaltic head (rohs) part 7-35009685-01] was replaced and was considered the likely cause of the issue. No additional discrepant results were observed after the tubing was replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. No adverse trend was identified for the customer issue. A 12 month similar complaint review found 4 discrepant result complaints that were associated with multiple part replacements, including part 7-35009685-01. The replaced part 7-35009685-01 is used for architect c4000, c8000, and c16000 systems and the part census included 8387 analyzers. Labeling was reviewed and found to be adequate. The service and support manual provides adequate information, inspection, maintenance, and component replacement procedures concerning erratic or discrepant results. Including, but not limited to, the actions performed by the abbott fsr (and replacement of the peristaltic head tubing). Device history review found the replaced part 7-35009685-01 requires the end fitting be aligned in a specific way to allow for correct installation on the instrument. It was determined there were no instructions for the part supplier (diba) to correctly align these fittings in manufacturing. However, it was unknown if tubing associated with this customer issue was incorrectly assembled. The assembly issue was identified as a deficiency of this part.

Manufacturer narrative:
Expanded internal testing was conducted on peristaltic head tubing (pht (7-35009685-01)) of different twist angles over a period of six-month simulated testing. Testing neither demonstrated increased wear or damage to the tubing, nor difficulty in creating a vacuum leading to aspiration issues. Within-run precision and carryover testing on multiple assays was within acceptable limits. Testing did not demonstrate impact to results or rupture of tubing leading to leaking for all twisted tubing angles. Therefore, the expanded investigation concludes the pht connector mis-alignment was not causative to this event. The expanded investigation also found no hazard is expected to occur due to a misalignment of the peristaltic head tubing connectors and there's no potential impact for biohazard, electrical, physical or chemical exposure. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the peristaltic head tubing (part number 7-35009685-01).